Manufacturer narrative:
Additional, corrected and/or changed data: a.2, a.3a, a.4, a.5, a.6, b.6, h.6.

Event description:
Healthcare professional reported "ruptured implants" for right side. Device remains implanted.

Event description:
Healthcare professional reported "ruptured implants" for right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.